Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a dexcom g7, noting a rise from 254 mg/dl to 286 mg/dl after a usual breakfast and an announced meal bolus, followed by a complete supply change and subsequent improvement to 180 mg/dl. Customer care provided assistance that included device troubleshooting with infusion set and sensor replacement. Investigation of this case revealed no device malfunction was identified and the event was consistent with hyperglycemia of unclear cause. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes resolved with troubleshooting and continued device therapy, without medical intervention. It was concluded that the device functioned as intended and that user factors could not be ruled out as contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.